Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient's mother reported when she filled the infusion set last night, she has noticed that the insulin went into the cartridge compartment. She thinks that there is a problem of insulin leak from the cartridge. No adverse event reported. A request was made for the return of the device.